Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events : 2 events were reported for this quarter.   Product return status: 2 devices were received.   Event confirmation status: 1 reported event was confirmed for flaked, cause traced to component failure. 1 reported event was not confirmed for flaked. 1 reported event was confirmed for heat, cause traced to component failure. 1 reported event was not confirmed for heat. Evaluation results : 1 device was found to be affected by corrosion and missing paint chips. 1 device was found to be affected by corrosion.   Additional information : 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes 2 malfunction events in which the device reportedly overheated and had paint chips missing. 2 events had no patient involvement; no patient impact.